Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported two false positive results obtained for one patient when using the consult hcg urine cassette 5001. One test occurred on (B)(6) 2020, and the second test on (B)(6) 2020. The serum quant result was negative at <0.1 iu/ml on an unknown date. The controls were never run on the lot. Although requested, the customer was unwilling to provide further information regarding the event, patient or testing technique.